Manufacturer narrative:
The serial number and date of manufacture have not been provided. This incident was not a product problem. Should the device or further information become available, a follow-up report will then be issued. Device will not be returned.

Event description:
Reporter alleges woman was driving in her powerchair at night when a semi-truck hit her resulting in her death.